Manufacturer narrative:
The device was returned, and the evaluation also found that the water removal ability did not meet the standard value due to clogging of nozzle. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the colonovideoscope nozzle exhibited foeign matter. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the initial MDR and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over five (5) years since the subject device was manufactured. The customer did not provide information on their reprocessing practices so it could not be confirmed whether the device was reprocessed in accordance with the device instructions. The type of foreign material was not identified. The root cause of the issue could not be determined. The event can be prevented by following the instructions for use which state: instructions for gif/cf/pcf-290 series, operation manual, chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Instructions for gif/cf/pcf-290 series, reprocessing manual, chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.